Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by luis gerardo natera cisneros, md, ehud atoun, md, ruben abraham, frca, oren tsvieli, md, juan bruguera, md, phd, ofer levy, md, mch(orth), frcs this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00759 and 3002806535-2016-00093). Product location unknown.

Event description:
Information was received based on review of a journal article titled, "revision shoulder arthroplasty: does the stem really matter?" Which aimed to compare the intraoperative complications, postoperative complications, and outcome of revisions from stemmed arthroplasties (stas) with those from surface replacement arthroplasties (sras) in which the copeland and nottingham prosthetics were used. This study consisted of forty (40) patients who underwent revisions and converted to reverse shoulder arthroplasty between 2005 and 2012 due to cuff failure in thirty-one (31) cases, cuff failure with aseptic loosening in six (6) cases, glenoid notching and glenoid loosening in 2 cases, and periprosthetic fracture in one (1) case. Of the patients, seventeen (17) had revision stemmed arthroplasties and twenty-three (23) revision surface replacement arthroplasties. The mean follow-up period after revision was forty-three (43) months. The overall reoperation rate was 7.5%, with 13% (three (3) of twenty-three (23)) in the surface replacement arthroplasty group and 0% in the stemmed arthroplasty group. One (1) patient with a surface replacement arthroplasty, required a revision to a stemmed reverse total shoulder arthroplasty due to a periprosthetic fracture caused by trauma. Reoperation for dislocation had to be performed in two (2) patients with stemmed arthroplasties. Five (5) patients implanted with stemmed arthroplasties required humeral osteotomy and seven (7) patients required structural allograft for reconstruction of the proximal humerus after removal of the initial stemmed prosthesis. In conclusion, the patients who underwent revision of an surface replacement arthroplasty had better results regarding length of hospitalization, blood loss, need for blood transfusion, intraoperative fractures, and clinical outcomes; however, these differences were not statistically significant. The group that underwent revision of an surface replacement arthroplasty showed slightly better clinical and radiographic results, but there were no statistically significant difference between the groups.

Manufacturer narrative:
Zimmer biomet complaint- (B)(4). The original complaint has been split to report the events on individual repots. This will remain the parent record. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Review of the journal article identified two (2) intraoperative fractures that occurred during revision shoulder arthroplasty for the sta study group. There has been no further information provided and the patient outcome is unknown.